Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring volage of 2.59v. The patient has never been shocked. The device is programmed to vvi at 40 and the patient is not pacing. There is a concern that the battery is exhibiting early depletion. The patient reports being shocked by an external source twice while working on farm.